Event description:
On 28th may 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during an opening reduction and anchor internal fixation for fracture of the posterior cruciate ligament insertion point surgery on (B)(6) 2025. The procedure was successfully completed by using a new ar-1927bcf-45.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1927bcf-45, 4.5 mm biocomposite-corkscrew®, batch 15334575, was received for investigation. Upon visual evaluation, it was noted that the anchor was significantly damaged and warped. Fragments of the anchor remained attached to both the distal and proximal ends via the sutures. Functional testing was not performed due to damage to the device. The most likely cause of the reported failure is misuse, which can be attributed to misaligned insertion and prying/leveraging the device during use. Complaint allegation is confirmed.